Event description:
It was reported that the external pulse generator (epg) and patient cable were connected to the patient. Pacing failure was noted on the electrocardiogram (ECG) monitor. The epg was exchanged, which resulted in normal operation. The epg was returned for service and repair. There were no reported patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis found malfunction of the diode of the output circuit.